Manufacturer narrative:
A visual inspection was performed on the returned device. The reported device dislodged or dislocated could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, it is possible that it was inadvertently mishandling during sheath or stylet removal or during device preparation which may have contributed to the reported device dislodged or dislocated or observed material deformation; however, this cannot be confirmed. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when removing the 3.50x38mm rx xience pro s stent delivery system (sds) from the packaging, it was noted the stent was halfway off the balloon. A new device was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.